Manufacturer narrative:
Device evaluation was completed on september 4, 2020. The device was visually inspected, and it was found in good conditions. Then, functional test was performed, the dilator was inserted without resistance/friction, and no anomalies were observed. Then flow test was performed, and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. Then the device was tested on carto and was properly visualized and no errors were observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The device was found working correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath, medium, appeared to have a piece of loose plastic inside the hub area. This was seen by the physician while aspirating and flushing the sheath post transseptal access. The caller stated that it may have been a piece of the valve moving back and forth. The sheath was exchanged, and the procedure continued. The caller stated that the carto 3 system was operating to specifications, and was not responsible for the product issue. The sheaths have been determined to be the root cause of the complaint reported. There was no report of patient consequence nor extended hospitalization. Additional information received clarified that there was what appeared to be a piece of plastic ¿flapping¿ inside the hub as the physician was aspirating and flushing the sheath. It did not appear to be completely detached. The valve did not break into pieces nor detach from the sheath. The sheath did not go into a patient. There was no blood return observed. No percutaneous or surgical removal was required. This event was assessed as an MDR reportable hemostatic valve separation issue.